Event description:
The customer contacted product surveillance regarding a solution bag that was not flowing which occurred on the homechoice (hc) during use. The home patient (hp) stated that the cycler alarmed but he did not remember the alarm. The hp said he did not call global technical services because he knew what was going on and planned on reporting it to baxter at a later dated. The hp said that he just removed the bag and placed a new one on the line. The hp did not remember which line had the lumen blocked bag on it. The hp was advised to call the number on the cycler to report the alarm at the time it occurs for trouble shooting assistance. The hp was also advised that it was improper technique to change out only partial supplies and to next time change out all supplies. The hp was instructed to let his nurse know about the incident. The hp understood. The hp still had the bag and would hold for evaluation. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This report for use error, the patient partially switching out the supplies was confirmed. Based on the information gathered during baxter?s investigation the root cause of the report was undetermined. The label review found the labeling adequate for the use error in this complaint.